Event description:
During a starr procedure, after having transfixed the anterior segment of the prolapse using polypropylene suture, the surgeon reports inserting the fully open stapler, without noticing any anomalies. The device was used on the anterior rectal wall. Quality of the tissue was good. It was closed completely and the safety was removed, but when trying to cut and staple the prolapse, it was difficulty. The firing lever was manually forced because it would not close. The device was fired when the indicator was at the end of the scale. The device was completely closed, because the lever was eventually compressed until unable to fire further. However, since the lever would not close, it had to be reopened the adjusting knob twice, and only after that did it managed to be fired normally. No unexpected noises were heard. The surgeon does not remember if after the closure the handle returned to its original position without intervention. It was very difficult to remove the device from the rectum because some staples had remained open in the lateral wall, thus hindering the removal of the stapler. It was not possible to achieve a successful anastomosis with the pph. The case was completed by performing a manual anastomosis with interrupted sutures.

Manufacturer narrative:
(B)(4). Date sent: 5/14/2012. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: the following information was requested: on what tissue type was the device used? What was the quality of the tissue? When the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Can you please confirm that no staples were seen or were there staples present but not formed properly? How was it confirmed that the device was fully fired (crunch, lever compressed until unable to fire further, etc.)? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Was there any difficulty removing the device from the tissue? If yes, how many revolutions of the adjusting knob were used to open the device? Were any additional steps taken to confirm successful anastomosis (leak test, donut confirmation, etc.)? Is there any other additional information you would like to share about this device, procedure, patient or physician? The following response was provided by the surgeon: the device was used on the anterior rectal wall. Quality of the tissue was good. The device was fired when the indicator was at the end of the scale. The firing lever was manually forced because it would not close. The device was completely closed, because, the lever was eventually compressed until unable to fire further. However, I have to point out that since the lever would not close, I had to reopen the adjusting knob twice, and only after that did I manage to fire the device normally. I didn't hear any unexpected noises. I had to apply an unusually high force to close the lever. I don't remember if after the closure the handle returned to its original position without intervention. I found it very difficult to remove the device from the rectum because, some staples had remained open in the lateral wall, thus hindering the removal of the stapler. It was not possible to achieve a successful anastomosis with the pph. I completed the case by performing a manual anastomosis with interrupted sutures.

Manufacturer narrative:
(B)(4). Breakaway washer cut off center. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted to ensure that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed and the device was tested for functionality; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process.